Manufacturer narrative:
Olympus contacted the user facility to obtain additional information regarding the reported event and olympus was further informed that during the procedure the user heard some unusual noises from the device. A mild to moderate bleeding was reported, which was controlled using kleppinger forceps, a bovie generator and surgicel. A different but similar device was used to the complete the procedure. The reported device was inspected and the teflon pad was observed to be lifted with metal exposed. There was no reported delay in the procedure. The set of equipment and connections were inspected prior to the procedure and no anomalies were observed.

Event description:
Olympus was informed that during a procedure the generator displayed cut and seal errors. The user switched to a different set of equipment to complete the procedure. There was no patient injury reported.